Manufacturer narrative:
Investigation summary: - complaint evaluation / complaint history check for the event(s) that occurred. Severity: occurrence: a complaint history check was performed and this is the 1st related complaint for needle breaks off during use and the 1st related complaint for flimsy cannula on lot # 6095683. Investigation summary: customer returned photos of a 1cc, 12.7mm, 29g bd u40 insulin syringe with the blister pack and shelf carton from lot # 6095683. Customer states that the needle broke in the rubber plug of the infusion bag and the needles from recent batches are not stiff enough. The photos were examined and exhibited a bent cannula. No broken cannula was observed in the photos. CAPA (B)(4) has been opened to address the bent cannula issue for 1ml syringes a review of the device history record was completed for batch# 6095683. All inspections were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent cannula). - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (broken cannula). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation is required at this time investigation conclusion: based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent cannula). - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (broken cannula). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: possible root cause. Cannula was bent during use. CAPA (B)(4) has been opened to address the bent cannula issue for 1ml syringes.

Event description:
It was reported yesterday morning, the ICU of (B)(6) and ge nurse injected insulin into the infusion bag with a bd¿ sterile insulin syringe. During the procedure, the needle was broken inside the rubber stopper of the infusion bag. Found during use. No reports of serious injury or medical intervention noted.